Event description:
It was reported the 4k button on the touch screen of the video system center was greyed out. There were no reports of patient involvement.

Manufacturer narrative:
Despite due diligence, additional information regarding the device could not be obtained. Model number otv-s300 was used as a representative model for assessing reportability.the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.